Event description:
Caller wants to email a complaint about safe-t-pro lancets. Caller reported a safe-t-pro plus lancet that did not retract after use, was protruding from the end of the device, and an accidental fingerstick occurred. Caller was encouraged to make a report at the time of the call, but he declined to provide any further information. Unless he calls back or sends the complaint via email, no further information will be available. Reported no professional medical treatment. No serious adverse event was reported in connection with the incident.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined.